Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100926311 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the implant procedure for this inflatable penile prosthesis (ipp), the physician reportedly punctured a cylinder with a suture needle while closing the incision, resulting in a hole in the device. The device was explanted and replaced with a new prosthesis. There were no patient complications.